Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter, read inaccurately high compared to a hba1c result. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged meter issue began on (B)(6) 2017. The patient reported obtaining an alleged inaccurate low blood glucose reading of ¿95 mg/dl¿ with the subject meter, compared to a unknown hba1c result. Lifescan does not consider this to be a valid comparison. The patient reported that he does not take any diabetes medication, and that on (B)(6) 2017 he developed symptoms of ¿shaky and tingling¿. The patient denies receiving or requiring any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.